Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 00801803205, femoral head, lot # 62285353; item # 00875705401, cup, lot # 62330939; item # 00875101132, liner, lot # 62315268; item # 00625006535, screw, lot # 62266784. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-01724, 0002648920-2018-00224.

Event description:
It was reported that a patient underwent a revision hip surgery approximately 3 years post implantation due to an adverse local tissue reaction. Attempts have been made and no further information has been provided.